Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported balloon rupture appears to be related to circumstances of the procedure. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event is no longer estimated. D4: lot# updated from unknown to 4112641.

Event description:
It was reported that the procedure was to treat the superficial femoral artery with heavy calcification and 80% stenosis. The 3x200 mm armada 18 percutaneous transluminal angioplasty (pta) catheter ruptured during the first inflation to 14 atmospheres. There were no adverse patient effects and there was no clinically significant delay in the procedure. Another armada 18 was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date d4: a partial UDI was provided as the lot number is not known.